Manufacturer narrative:
Additional information: lot number updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: a stopcock was attached to the device on return, which was removed with no issues. The needle was at approx. 0atm. Visual inspection of the returned device showed a crack was on the plunger tip when the piston was retracted. Due to the crack on the plunger tip, it was not possible to aspirate liquid into the syringe correctly, affecting ability to set up and prepare device. When using the everest to inflate an in-house poba the balloon inflated however the everest failed to hold pressure. Also, it was not possible to apply the vacuum and air was observed entering the syringe chamber, however the balloon deflated with no issues. The issues occurred due to the crack on the plunger tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later reported that the manometer issues were detected while inflating the non-medtronic balloon while the device was being used in the patient. A stopcock was also connected between the everest and the balloon. The needle remained stationary and did not move when pressure was applied however the balloon did inflate. When it was noted that the everest was not displaying the nominal inflation pressure, the device was replaced by another everest device. The patient is well and there was no injury or damage reported to the patient. A. Patient information and patient's details included. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one everest inflation device during a procedure. The device was inspected with no issues. The device was prepped per IFU with no issues. The alleged issues occurred during prep, and when the everest was connected to a mating device inside the patient. It was reported that there was a manometer issue, and the manometer was damaged. It was detailed that during prep the manometer did not give proper pressure. It was than attempted to deflate the balloon in the patient but the balloon did not deflate completely. The issue was noticed during a procedure in the patient. There was no consequence for the patient.